Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap nissen. According to the reporter: the instrument didn't grip the needle properly as the other leg of the instrument remained extended. When the doctor tried to switch the needle, the needle fell out of the jaws. There was no loss of blood but the procedure time was extended by 15 minutes. The doctor used the correct technique to load the instrument. This complaint is related to (B)(4).

Manufacturer narrative:
(B)(4).